Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2016 with the following findings. On investigation, the alleged intermittent power issue was verified in the black box but not duplicated in the evaluation. Review of black box history found unexplainable pump reboot events. Using the returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Battery cap contact measurements were within specifications. The battery cap was loosened half a turn without any power lost. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Pump casing was opened and no evidence of moisture intrusion or intermittent condition was found inside the pump. Unrelated to the complaint, a battery compartment crack was found below the grip pad with no evidence of moisture intrusion inside the compartment. Pump casing cracks were found near the upper right corner of the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.